Event description:
It was reported that vessel occlusion occurred requiring intervention. The target lesion was too tight. A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During procedure, when trying to advance the balloon catheter, it broke. This resulted in vessel occlusion that required ballooning of the artery. The procedure was completed with another same device.